Event description:
A doctor reported that during a procedure, a system message displayed and the system locked. There was no harm to the patient. However, the case was aborted. The procedure has been postponed until repair of the equipment.

Manufacturer narrative:
The company representative examined the system and confirmed the system message reported. The company representative replaced two cables. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).